Manufacturer narrative:
G4, corrected data: initial report inadvertently listed 04/03/2020 as the date received by the manufacturer, correct date is 04/02/2020.

Event description:
The generator was replaced due to battery depletion. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Device diagnostics were noted to be normal before the replacement surgery. No other relevant information has been received to date.

Event description:
Patient is having increase in seizures, and the patient's mother is concerned that the battery is depleting. It was noted that the patient is non-verbal so she cannot express if she is feeling stimulation. No other relevant information has been received to date.